Event description:
Boston scientific received information that during the evaluation of this cardiac resynchronization therapy defibrillator (crt-d) memory noise as well as oversensing was noted on the right ventricular channel. It was noted that therapy due to the oversensing and noise pacing therapy was inhibited for > 2 seconds. An x-ray showed no damage of the leads. The device was reprogrammed and a follow-up has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this event will be updated.